Manufacturer narrative:
As reported, there was resistance when inserting a 6f/7f mynx control vascular closure device (vcd) into an unknow sheath after prepping the device. After pushing it a few times, they took it out, and the tip was open, so it was not used. There was no reported patient injury. Additional information was requested but not provide. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found in the open position, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves. A kinked condition was observed to the sealant sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not show any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the balloon catheter profile distal from the balloon was verified and found to be within the defined specification, obtained using a calibrated micrometer. Per functional analysis, a functional analysis was performed using a 6f cordis lab sample csi. The introducer was inserted and withdrawn from the unit, and no friction or resistance was observed during the simulation. The reported events of ¿mynx control system-resistance/friction with csi¿ and ¿atraumatic tip-frayed/split/torn¿ were not observed through analysis of the returned device since there were no damages noted to the tip and the device passed the insertion/withdrawal test. The exact cause of the issue experienced by the customer could not be conclusively determined during the analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user since there were no anomalies noted. However, procedural/handling factors and/or procedural sheath factors (which was not returned for analysis) possible contributed to the issues experienced by the user. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, there was resistance when inserting a 6/7f mynx control vascular closure device (vcd) into an unknow sheath after prepping the device. After pushing it a few times, they took it out, and the tip was open, so it was not used. There was no reported patient injury. Additional information was requested but not provide. The device is being returned for evaluation.